Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy due to far p wave oversensing. Programming changes were recommended.